Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: a review of the pump¿s black box revealed several pump reboots. During visual inspection, the battery compartment was found to be cracked. The battery cap was able to fit and maintain an electrical connection. The pump powered on correctly with no power interruption duplicated during the investigation. The pump was opened and there was no intermittent condition found on the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The customer alleged that there was intermittent power and the battery compartment was found to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.